Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose over 700 mg/dl, blood glucose at time of incident was 715 and patient's current blood glucose was 715. The customer experienced symptoms such as nausea, vomiting, abdominal pain. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.